Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range (oor) shock lead impedance (sli) measurements. The field representative (fr) was seeing the patient with the physician and there was no evidence of noise. The fr stated that the physician was concerned about the rv lead and considering replacing it. Boston scientific technical services (ts) discussed troubleshooting measures as well as the possible reasons this event occurred. The fr will discuss it with the physician. Additional information was obtained and indicated that the patient is being scheduled for a lead extraction. The source of this clinical observation was not determined although all other measurements were good. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that this rv lead was explanted due to high pacing threshold and shock impedance measurements. This rv lead was replaced with a competitor lead and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.